Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: 5131942.

Event description:
It was reported that during the last ipg swap the patient had leads that were not completely remove into the battery and had hex down in the contacts which why there were four contacts would not work. No lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by facility.